Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the team received a r long-term outcome and quality indicator (loqi) database reported upon subject 420-1084 for ae #1 of thrombocytopenia. The relationship listed as possibly related. The loqi states: the patient developed thrombocytopenia. Admission platelets 82k/ul, nadir 11 k/ul (on (B)(6) 2025 (prior to impella)), nadir during impella support 20 k/ul (on (B)(6) 2025). It was later revealed that the patient had heparin-induced thrombocytopenia. The patient was switched to bivalirudin. Patient survived.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.